Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed the device has a pushed in pin, a hole in the cord, the console displayed 47,000 rotations per minute (rpms), and the device failed safety assessment. Therefore, the reported condition was confirmed. It was determined that the pin was pushed in due to excessive force while inserting the connector. It was determined that the hole in the cord was caused by allowing the cord to come in contact with a sharp object. It was determined that the device running at 47,000 rpms was caused by a bad connection due to the pushed back pin. The assignable root cause was determined to be user error, misuse and/or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor died on the motor device. There were no delays to the scheduled surgical procedure as an identical spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.